Manufacturer narrative:
Reference (B)(4). Investigation of evd at hospital shows no leak was noted on the evd set and no disconnection had occured. Waiting for return of device.

Event description:
Air found in patient's ventricles after inserting evd catheter.